Event description:
It was reported that 3 bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bores experienced leakage. The following information was provided by the initial reporter: it is used for ordinary injection. It found that the extension tube leaks when flushing and sealing the tube, a quality inspection report is required.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bores experienced leakage. The following information was provided by the initial reporter: it is used for ordinary injection. It found that the extension tube leaks when flushing and sealing the tube, a quality inspection report is required.